Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent graft. Approximately six (6) years post initial procedure, a possible type iii endoleak was detected by cta. During a re-intervention completed, it was noted that there was no visible endoleak; however, the physician elected to reline the afx device with ovation ix. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The root cause for the reported aaa enlargement could not be determined with the limited information available. An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 09/27/2018 and denied response was received. As such, event determination, off label conditions, related patient harms and patient harms and patient disposition could not be independently assessed. The device was not available for return as it remains implanted in the patient. The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.